Event description:
Implant didn't achieve osseointegration, primary stability was achieved, immediate implantation, mobility. Condition after immediate implantation and possibly an undetected inflammatory process present.